Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Two photos were provided to aid the investigation. An evaluation of the photos provided confirmed the report. Both photos showed the device in the endoscopic view. The cutting wire appeared to be oriented in the 3 o'clock direction with respect to the papilla (appropriate orientation is approximately 11:00 - 1:00 o'clock). Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all cups fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic sphincterotomy (est), the physician used the cook fusion omni-tome sphincterotome. The device was inserted in the body through olympus's jf-260v channel. When the tip of the sphincterotome came out of the endoscope about 3 to 4 cm (prior to bowing), the user noticed the direction of the cutting wire was not in desired direction [incorrect cutting wire orientation].the device was removed from the endoscope once, then the physician formed the cutting wire direction by his hands and it was inserted into the patient body for the second attempt of est and the est was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.